Event description:
It was reported that the pressure dome of the o2 flowmeter was cracked at the thread. No injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that the pressure dome of a flow meter has cracked. This can be confirmed upon visual inspection of the returned item. The customer reportedly does not use reprocessing agents containing alcohol - however, the visual appearance of the tension cracks match exactly with those from previously investigated similar cases during which a causal connection to reprocessing with incompatible chemicals could clearly be established. This conflict in information could not be removed with in the frame of the actual complaint investigation. The particular product was manufactured in 2018 whereby a material or manufacturing defect can rather be excluded. A reliable conclusion in regard to the exact root cause cannot be drawn.

Event description:
It was reported that the pressure dome of the o2 flowmeter was cracked at the thread. No injury reported.